Event description:
Ous MDR - two days following a pocket revision for clinical reasons, the lead changed position causing inappropriate shocks on (B)(6) and was successfully repositioned on (B)(6). The lead had a previous episode of dislodgement (1028232-2014-3969) on (B)(6) 2014. Update from 15. Jan. 2014, the revision was for pocket hematoma.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.